Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the bending section cover had a scratch. The adhesive on the bending section cover had a chip. Due to the deformation of the bending tube, the bending angle in the right direction exceeded the standard value. Due to damage on forceps elevator lever (surgical products), the bending section could not be fixed firmly. The video connector had a crack. The video connector had a scratch. The video connector case had a crack. The video connector case had a scratch. The light guide cover glass had a scratch. Light guide connector had a scratch. The right/left lever had a scratch. The angulation lever had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. Grip had a scratch. The control unit had a scratch. Switch 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the flex deflectable videoscope had error code e216 (scope communication error) and the screen was flickering. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿e216 error¿ was not confirmed, and the root cause was not identified. A probable cause was likely breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected the phenomenon. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.